Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. The ua 7 error message occurring on the reported event date of (B)(6) 2017 was confirmed through review of the archive data. The platform was functionally tested and during power up displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found no physical damage. Upon customer approval, the load cell will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The issue was observed during shift check, no patient was involved.